Manufacturer narrative:
No additional information is available at this moment. It is still implanted.

Event description:
It was reported that the patient has ongoing joint infection along with hypersensitivity to nickel. The patient is taking antibiotic medications now, but a revision surgery with all-titanium devices is recommended.

Manufacturer narrative:
Corrected data: a duplicate complaint, (B)(4), on the same event was raised with an emdr 3103245 filed on in error. That is a duplicate complaint, and this original (B)(4) with emdr 2986077 correctly covers the single, reported event. H3 other text : implanted.

Event description:
It was reported that the patient has ongoing joint infection along with hypersensitivity to nickel. The patient is taking antibiotic medications now, but a revision surgery with all-titanium devices is recommended.

Event description:
It was reported that the patient has ongoing joint infection along with hypersensitivity to nickel. The patient is taking antibiotic medications now, but a revision surgery with all-titanium devices is recommended.

Manufacturer narrative:
The reported event (material sensitivity) was confirmed by the implanting surgeon himself, independently from the reporting patient. The patient's temporomandibular joints were unfunctional due to several diseases. The patient underwent tmj replacement surgery and orthognathic surgery and a few years later, the patient had a fractured teeth root that extended along the longitudinal axis (vrf), leading to osteomyelitis. In 2021, the patient had discomfort in her jaws, so the new surgeon removed the bone, and plated and performed a biopsy that showed ongoing infection. The infection doctor (ID) prescribed systematic (IV) antibiotics medications. Stryker's clinical consultant reviewed the case and reported that the chance of the tmj devices being infected was low (0.003%) based on a published study in 2011. The patient suffers from extreme vertigo, and her lab results showed highly reactive to nickel; she wondered if her body showed sensitivity to tmj devices. Stryker¿s clinical consultant assumes that the patient-related diseases (mast cell activation syndrome (mcas) and ehlers danlos syndrome (eds)) may increase the patient's hypersensitivity to metal. Also, vertigo is usually seen with infection rather than hypersensitivity. Conclusively, this event is attributed to the patient¿s condition, in specific to the patient¿s material sensitivity and ongoing infection issues, that are assumed not to be related to the tmj devices. Thus, the event does not involve device failure, malfunction, or other performance issues. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. H3 other text : not available.